Manufacturer narrative:
The provided calibration data showed no problems. The customer stated that controls were acceptable before and after the event. A review of alarm trace data showed abnormal probe aspiration errors. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined. No further issues were reported after the service actions were performed.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The field service engineer cleaned all rinse nozzles and checked the rinse water. The sample probes were checked and aligned. Precision studies and controls were run; all results were within acceptable limits. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas 8000 c702 module. The sample initially resulted in a calcium value of 12.9 mg/dl. The customer repeated the sample due to a failed laboratory delta check. The sample was repeated on another analyzer, resulting in a calcium value of 9.6 mg/dl. The repeat value was deemed correct.